Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was seized. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the dermatome was not working properly. After troubleshooting, the motor in the hand piece is not working. It was not working when the air supply was provided. There was no harm or injury to the patient as there was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation, it was discovered that the motor seized.